Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead. (B)(4).

Event description:
It was reported that the patient¿s lead had an open circuit. The impedance value was >10,000 on all electrodes. The patient experienced a loss of stimulation and therapeutic effect. The lead needed to be replaced surgically. Impedance testing was done. The patient had fallen a number of times and believed that was how their lead may have been damaged. The patient was getting less than 50% therapy relief. The patient status was listed as alive with no injury. The lead was going to be replaced at a later date. The patient wanted to wait until september to fix the lead. It was further reported that the cause of the event was most likely a fall that caused a lead fracture. Reprogramming was tried but they were unable to cover all the pain due to the lack of one of the leads working properly. The reprogramming and impedance testing were done on (B)(6). The patient had a lack of stimulation on one side of their body due to the lead not working. The patient was not receiving effective therapy via the second lead. The patient¿s lead would be replaced sometime in (B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.